Event description:
The caregiver (cg) contacted baxter's technical service center regarding a high drain 105 alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use, during drain 5 of 5. The cg stated that she has already called the peritoneal dialysis registered nurse (pdrn) for advice. The pdrn advised the cg that it was nothing to worry about. This was the patient's first therapy on the hcp. The cg stated that the patient did complain of feeling very full and was having difficulty breathing in the fifth cycle. All the symptoms were relieved when the drain completed. The technical service representative (tsr) reviewed the procedure with the cg for when iipv symptoms occur during therapy. The tsr reviewed the therapy log. The initial drain volume equaled 136ml, the recovered initial drain equaled 0ml, the last fill volume equaled 1999ml, the total volume equaled 12197ml, the total drain equaled 14134ml, the average dwell equaled 43 minutes, the average drain equaled 1:03, the total ultrafiltration (uf) equaled 1936ml, the cycle 5 uf equaled 2517ml, the cycle 4 uf equaled -320ml, the cycle 3 uf equaled -165ml, the cycle 2 uf equaled -39ml, the cycle 1 uf equaled -57ml, there were no bypasses, no manual drains, and the therapy was not changed. The programmed therapy was continuous cycling peritoneal dialysis/intermittent peritoneal dialysis with a total volume of 14500ml, a total time of 9:00, a fill volume of 2400ml, a last fill volume of 2000ml, a dextrose setting of same, and a patient weight of 180 pounds. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the pdrn on (B)(4) 2012, regarding the reported high drain 105 alarm. The pdrn stated she was aware of the alarm. No patient injury or medical intervention was associated with this event. The pdrn stated that the patient was currently being switched to continuous ambulatory peritoneal dialysis (capd) due to the patient having draining issues. The pdrn stated the patient has tried all the troubleshooting steps provided by baxter?s technical services but they are still having issues, so they will be trying capd. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain, one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.